Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: humeral nail catalog#: 181708261 lot#: dnhc62, cortical screw catalog#: 181835028 lot#: m03986f, cancellous screw catalog#: 181848046 lot#: m06289f, cortical fully threaded screw catalog#: 805045030 lot#: m04324f.

Event description:
It is reported that the patient underwent a trauma nailing procedure due to humeral fracture. Subsequently, the patient was revised forty four days post-operatively due to the end cap disassociating from the end of the nail and coming loose into the patient's body.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual review of the returned device identified minor material deformation on the thread approximately three-quarters (3/4) from the end of the device. The damage is likely caused at some point after the release of the device from zimmer biomet. The device was dimensionally inspected, and was noted to be within tolerance except for the damage previously discussed. During the inspection with a thread ring gage, it was noted that the device would not pass through the gage with the damage previously identified. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.